Event description:
Patient being treated for end stage terminal illness, drug combination diamorphine 75mg, haloperidol 1.5 mgs, water for injection made up 17 mls, syringe 20ml, luer lock settings of driver 54mm/25 hrs. Patient family had dropped syringe driver into toilet. Then infusion alleged to have ran in 2 hours instead of 24 hours. Out of hours doctor plus patients own gp attended - naloxone given to patient and responded immediately. Patient admitted to hospital for overnight observation. The syringe driver was last serviced 27th march 2007. No further information available.

Manufacturer narrative:
Evaluation summary- syringe driver case seal not intact - device had suffered severe fluid ingress (dropped into toilet) and the fluid, when in a wet state, may have produced a transient fault condition. Device beyond economical repair (main pcb contaminated) and will be scrapped. Device had been used after being subjected to fluid ingress - warnings and cautions given: instructions for use warnings and cations state: if the syringe driver does not perform as expected, if it is dropped, gets wet or is damaged in any way, then remove it from use immediately. Mark it clearly as quarantined and preferably take it out of the working area altogether, so it cannot be accidently used again, until it has been checked. Before it is used again, it must be carefully inspected for damage inside and its performance checked to the specification. The work must be done by a properly trained technician familiar with how these devices work. Warning: risk of change in device performance. If the syringe driver gets wet do not just dry the outside and then continue to use it. Liquid may have got inside and damaged it. Follow the advice given.